Manufacturer narrative:
(B)(4). The single complaint was reported with multiple events through a journal article. No specific patient information regarding events has been provided and it is unknown if the events have been previously reported. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Authors : alessandro casa, m.d., francesco sesti, m.d., massimiliano marziali, m.d., lorenza gulemì, m.d., and emilio piccione, m.d. Citation: j am assoc gynecol laparosc. 2003; 10(2): 219¿222.

Event description:
It was reported in a journal article entitled: transvaginal hydrolaparoscopic ovarian drilling using bipolar electrosurgery to treat anovulatory women with polycystic ovary syndrome. The objectives of this study was to verify the value, feasibility, and reliability of transvaginal hydrolaparoscopic ovarian drilling using the bipolar versapoint system (ethicon) to treat clomiphene-resistant, anovoluntary women with polycystic ovary syndrome. A total of 28 female patients (age: 29.3 ± 4.2 years; bmi: 25.3 ± 5.4) were included in the study. The bipolar gynecare versapoint electrosurgical system (ethicon) was used during the procedure. Reported complications included ovarian bleeding (n-1) which required conversion to conventional laparoscopy and was excluded from the study and lysis of the peri-ovarian adhesions (n-1) which was associated with the ovarian drilling. Transvaginal hydrolaparoscopic ovarian drilling with the bipolar versapoint system allowed safe management in these anovulatory women with pcos resistant to medical treatment. Further randomized trials between laparoscopic and hydrolaparoscopic ovarian drilling are necessary to define more precisely the procedures¿ respective indications and limits